Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent in the patient's right eye, the patient moved her head suddenly at the time of stent insertion. This caused bleeding from the iris root and hyphema and visibility was lost; no stent was implanted. One-day postoperatively the patient presented with hyphema and bcva decreased to hm. By postoperative day 5, bcva improved to 20/40 as the hyphema cleared more and by day 7 the hyphema resolved. There was no permanent loss of bcva and the iridodialysis did not result in an adverse impact to the patient. The patient was treated with atropine drops, steroid drops, and b-scan to rule out posterior pathology. Patient's current status was listed as complete resolution of hyphema; small (1 clock hour) angle recession; excellent postop bcva. Iop continues to be controlled medically.

Manufacturer narrative:
The device was discarded by the facility and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iris damage and hyphema are listed in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference #: (B)(4).